Event description:
Information received from affiliate in another country. The affiliate was contacted by an attorney representing the patient. The lawyer reported a diagnosis of acanthamoeba, os, from an ophthalmologist. The attorney reported the patient has been out of work 4 months and will be referred for "a surgical process." We have requested additional information and will report if it is received. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.